Event description:
The (B)(6) customer ran blood glucose tests on 2 contour next meters and received readings of 16.8 and 6.0mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.